Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The clinical specialist (cs) reported the following: on (B)(6) 2017, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and a unilateral iliac aortic aneurysm was treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. Reportedly the patient had extremely tortuous iliac arteries. It was reported that on (B)(6) 2022, the patient was admitted to the emergency room with a ruptured external iliac artery, previously treated area. A type iii endoleak (component disconnection) was identified. A reintervention occurred. The gore® excluder® aaa contralateral leg endoprosthesis (plc271000/13206372) had become disconnected from the gore® excluder® iliac branch component (ceb231410a/16257930), which caused the aneurysm in the external iliac artery to rupture. The external iliac artery near the disconnection had a 45 degree angle present. The physician implanted a gore® excluder® aaa contralateral leg endoprosthesis to bridge the gap from the separation, the anatomy was so tortuous, the disconnection still leaked. A gore® excluder® conformable aortic endoprostheses was implanted next to bridge the gap from the separation, the disconnection still leaked. A gore® excluder® aortic extender endoprosthesis was then implanted, and the physician had planned to cover the hypogastric artery to bridge the gap. Then he relined the implanted devices from the flow divider (gore® excluder® aaa trunk-ipsilateral leg) down the external iliac artery. Coverage was obtained, no leak remained. The patient tolerated the procedure.